Event description:
It was reported that the left ventricular lead dislodged and exit block was noted. No intervention would be scheduled, the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.